Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of duodenum using powered handle in da vinci resection, the surgeon tried to fire the device but he/she could not fire. When the proximal end of the reload was visually examined, its not being prefired. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.